Event description:
It was reported that the insulin pump buttons were not working. Customer stated the buttons were either unresponsive or numbers were ramping up. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. Numbers does not ramp up on its own or scroll bar moving with no input.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.